Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of the procedure while preparing the device, the black shaft of the electrode started moving upon connecting with handle and the electrode eventually disconnected from the handle. A new electrode was opened to continue. There was no patient involvement. Medtronic's initial analysis found the black insulation on the tube and the mechanical assembly that controls the insulation position over active electrode had completely separated from the rest of the electrode. The insulation easily slid up the electrode. The insulation did not detach from the electrode however the bare metal of the electrode was exposed. The device failed hipot testing.

Manufacturer narrative:
Visual inspection of the incident device found the black insulation on the electrode shaft and the mechanical assembly that controls the insulation position over the tip of the electrode to have completely separated from the rest of the electrode. The insulation easily slid up the electrode. The insulation did not detach from the electrode however the bare metal of the electrode was exposed. The device failed hipot testing. This is a supplier related failure. The supplier evaluated the device and identified the failure to be at the induction bond between the inner hub and the insulation material and to be the result of inadequate abrading of the bond area. Corrective action is being issued. No trend has been identified. Review of the manufacturing non-conformance records did not identify any pertinent entries.

Event description:
The customer reported that prior to the start of the procedure while preparing the device, the black shaft of the electrode started moving upon connecting with handle and the electrode eventually disconnected from the handle. A new electrode was opened to continue. There was no patient involvement. Medtronic's initial analysis found the black insulation on the tube and the mechanical assembly that controls the insulation position over active electrode had completely separated from the rest of the electrode. The insulation easily slid up the electrode. The insulation did not detach from the electrode however the bare metal of the electrode was exposed. The device failed hipot testing.